Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings: visual inspection revealed that there was moisture behind the display lens. There was no visible damage to the keypad. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The contrast button responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found on the button contacts. A leak test was performed and a leak was found at a crack in the pump case. The pump case was removed and moisture was found inside the pump on the display and keypad flex connectors.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were under responsive. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.